Manufacturer narrative:
Product event summary: save to disc analysis was initiated prior to the lead being returned to the manufacturer. Therefore, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient reported feeling light-headed. Interrogation revealed the patients right ventricular (rv) lead exhibited diminished sensing, increased/high threshold and loss of capture. The lead was removed and replaced. It was noted that during the lead extraction the physician accidentally cut the lead insulation while attempting to gain access to the vein. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The distal lv (low voltage) electrode of the lead was covered in blood. Analysis of the device memory indicated a r-wave amplitude measurement issue. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.